Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. E:unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded, and it showed 46510 error. Visual, functional, occlusion and accuracy tests were performed, and a damaged downstream occlusion (dso) seal was found as well as a defective printed wiring assembly (pwa). The cause of the problem was a defective pwa and a damaged dso seal. The pwa and dso seal were replaced to fix the issue.

Event description:
It was reported that the device is for repair. The investigation results found a damaged downstream occlusion seal and the device showing error code 46510. There was no patient involvement.